Event description:
It was initially received via regulatory authority (FDA, reference number: (B)(4)) on 30-oct-2015. The most recent information was received on 13-jun-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/sharp stabbing pelvic pains/pain in my side") and genital haemorrhage ("heavy and irregular bleeding") in an adult female patient who had essure (batch no. 816063) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nuva ring. Concurrent conditions included morbid obesity, pre-hypertension and reactive airways disease. Concomitant products included ibuprofen (motrin). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe pains in my abdomen / abdominal pain"), alopecia ("hair falling out / hair loss/ hair is falling out by the handful") and migraine ("migraines"). On an unknown date, the patient experienced feeling abnormal ("brain fog"), arthralgia ("joint pain"), impaired healing ("not healing as quickly"), memory impairment ("forgetfulness"), headache ("headaches that are increasing in pain and frequency"), menorrhagia ("heavier periods, more and more blood clots/ heavier p.."), orgasm abnormal ("painful orgasms"), weight increased ("weight gain"), dysmenorrhoea ("more painful periods"), pruritus ("itchy spots on my chest, feet, and armpits"), amnesia ("memory loss"), disturbance in attention ("difficulty concentrating"), fatigue ("fatigue"), abdominal pain lower ("left abdominal pain lower"), vulvovaginal pain ("inner vaginal pain"), depression ("depression"), abdominal distension ("bloating"), blood urine present ("blood in my urine"), dysgeusia ("I taste weird stuff all the time. Like sour burnt when I eat bread and strange vanilla / today I tasted soap after I took a bite of veggie soup"), rash ("heat rash under my breast") and abdominal mass ("this bump all of the sudden pop up on my lower right abdomen"). The patient was treated with surgery (hysterectomy). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, alopecia, feeling abnormal, arthralgia, impaired healing, memory impairment, headache, menorrhagia, orgasm abnormal, dysmenorrhoea, pruritus, migraine, amnesia, disturbance in attention, fatigue, abdominal pain lower, vulvovaginal pain, abdominal distension, blood urine present, dysgeusia, rash and abdominal mass outcome was unknown and the weight increased and depression had not resolved. The reporter considered abdominal distension, abdominal mass, abdominal pain, abdominal pain lower, alopecia, amnesia, arthralgia, blood urine present, depression, disturbance in attention, dysgeusia, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, headache, impaired healing, memory impairment, menorrhagia, migraine, orgasm abnormal, pelvic pain, pruritus, rash, vulvovaginal pain and weight increased to be related to essure. The reporter commented: patient tolerated procedure well . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.3 kg/sqm. Cat scan: see the coils very good. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: hair loss,weight gain, fatigue, memory loss concerning the injuries reported in this case, the following ones were reported via social media: abdominal distension, blood urine present, abdominal mass, rash, dysgeusia. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 13-jun-2018: medical records received: reporters details added. Event added as this bump all of the sudden pop up on my lower right abdomen, heat rash under my breast, I taste weird stuff all the time. Like sour burnt when I eat bread and strange vanilla / today I tasted soap after I took a bite of veggie soup, blood in my urine, bloating. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736 -2174) on 30-oct-2015. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/sharp stabbing pelvic pains/pain in my side") and genital haemorrhage ("heavy and irregular bleeding") in an adult female patient who had essure (batch no. 816063) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included abruptio placentae (placenta abruption with first pregnancy at 6 months pregnant.). Previously administered products included for an unreported indication: nuva ring. Concurrent conditions included morbid obesity, prehypertension and reactive airways disease. Concomitant products included ibuprofen (motrin). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced memory impairment ("forgetfulness / neurological conditions or problems type: memory loss"), disturbance in attention ("difficulty concentrating") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced hot flush ("hot flashes") and hyperhidrosis ("sweating"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe pains in my abdomen / abdominal pain") and migraine ("migraines"). In (B)(6) 2012, the patient experienced alopecia ("hair falling out / hair loss/ hair is falling out by the handful"). In (B)(6) 2013, the patient experienced vision blurred ("blurred vision"). In (B)(6) 2014, the patient experienced weight increased ("weight gain"). In (B)(6) 2015, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In october 2015, the patient experienced headache ("headaches that are increasing in pain and frequency/ worsening headaches"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("more painful periods"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), constipation ("constipation") and diarrhoea ("loose stools"). On an unknown date, the patient experienced feeling abnormal ("brain fog"), arthralgia ("joint pain"), impaired healing ("not healing as quickly"), menorrhagia ("heavier periods, more and more blood clots/ heavier p.."), orgasm abnormal ("painful orgasms"), pruritus ("itchy spots on my chest, feet, and armpits"), amnesia ("memory loss"), abdominal pain lower ("left abdominal pain lower/very painful cram"), vulvovaginal pain ("inner vaginal pain"), depression ("depression"), abdominal distension ("bloating"), blood urine present ("blood in my urine"), dysgeusia ("I taste weird stuff all the time. Like soury burnt when I eat bread and strange vanilla / today I tasted soap after I took a bite of veggie soup"), miliaria ("heat rash under my breast") and abdominal mass ("this bump all of the sudden pop up on my lower right abdomen"). The patient was treated with surgery (hysterectomy). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, alopecia, feeling abnormal, arthralgia, impaired healing, memory impairment, headache, menorrhagia, orgasm abnormal, dysmenorrhoea, pruritus, migraine, amnesia, disturbance in attention, fatigue, abdominal pain lower, vulvovaginal pain, abdominal distension, blood urine present, dysgeusia, miliaria, abdominal mass, hot flush, bladder disorder, urinary tract disorder, nausea, dyspareunia, vision blurred, constipation, diarrhoea and hyperhidrosis outcome was unknown and the weight increased and depression had not resolved. The reporter considered abdominal distension, abdominal mass, abdominal pain, abdominal pain lower, alopecia, amnesia, arthralgia, bladder disorder, blood urine present, constipation, depression, diarrhoea, disturbance in attention, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, hot flush, hyperhidrosis, impaired healing, memory impairment, menorrhagia, migraine, miliaria, nausea, orgasm abnormal, pelvic pain, pruritus, urinary tract disorder, vision blurred, vulvovaginal pain and weight increased to be related to essure. The reporter commented: patient tolerated procedure well diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.3 kg/sqm. Cat scan : see the coils very good. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: hair loss,weight gain, fatigue, memory loss concerning the injuries reported in this case, the following ones were reported via social media:abdominal distension, blood urine present, abdominal mass, rash, dysgeusia quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 11-oct-2018: plaintiff fact sheet was received- the following event added: sweating. Historical condition added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: (B)(4) on (B)(6) 2015. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/sharp stabbing pelvic pains/pain in my side") and genital haemorrhage ("heavy and irregular bleeding") in an adult female patient who had essure (batch no. 816063) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nuva ring. Concurrent conditions included morbid obesity, prehypertension and reactive airways disease. Concomitant products included ibuprofen (motrin). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe pains in my abdomen / abdominal pain"), alopecia ("hair falling out / hair loss/ hair is falling out by the handful") and migraine ("migraines"). In february 2013, the patient experienced vision blurred ("vision/eye problems type: blurred vision"). In july 2016, the patient experienced nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), constipation ("gastrointestinal or digestive system condition type: constipation") and diarrhoea ("gastrointestinal or digestive system condition type: constipation, loose stools"). On an unknown date, the patient experienced feeling abnormal ("brain fog"), arthralgia ("joint pain"), impaired healing ("not healing as quickly"), memory impairment ("forgetfulness / neurological conditions or problems type: memory loss"), headache ("headaches that are increasing in pain and frequency/ worsening headaches"), menorrhagia ("heavier periods, more and more blood clots/ heavier p.."), orgasm abnormal ("painful orgasms"), weight increased ("weight gain"), dysmenorrhoea ("more painful periods"), pruritus ("itchy spots on my chest, feet, and armpits"), amnesia ("memory loss"), disturbance in attention ("difficulty concentrating"), fatigue ("fatigue"), abdominal pain lower ("left abdominal pain lower/very painful cram"), vulvovaginal pain ("inner vaginal pain"), depression ("depression"), abdominal distension ("bloating"), blood urine present ("blood in my urine"), dysgeusia ("I tasete weird stuff all the time. Like soury burnt whe I eat bread and strange vanilla / today I teasted soap after I took a bite of veggie soup"), miliaria ("heat rash under my breast"), abdominal mass ("this bump all of the sudden pop up on my lower right abdomen"), hot flush ("hormonal changes describe: hot flashes"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with surgery (hysterectomy). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, alopecia, feeling abnormal, arthralgia, impaired healing, memory impairment, headache, menorrhagia, orgasm abnormal, dysmenorrhoea, pruritus, migraine, amnesia, disturbance in attention, fatigue, abdominal pain lower, vulvovaginal pain, abdominal distension, blood urine present, dysgeusia, miliaria, abdominal mass, hot flush, bladder disorder, urinary tract disorder, nausea, dyspareunia, vision blurred, constipation and diarrhoea outcome was unknown and the weight increased and depression had not resolved. The reporter considered abdominal distension, abdominal mass, abdominal pain, abdominal pain lower, alopecia, amnesia, arthralgia, bladder disorder, blood urine present, constipation, depression, diarrhoea, disturbance in attention, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, hot flush, impaired healing, memory impairment, menorrhagia, migraine, miliaria, nausea, orgasm abnormal, pelvic pain, pruritus, urinary tract disorder, vision blurred, vulvovaginal pain and weight increased to be related to essure. The reporter commented: patient tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.3 kg/sqm. Cat scan : see the coils very good. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: hair loss,weight gain, fatigue, memory loss concerning the injuries reported in this case, the following ones were reported via social media:abdominal distension, blood urine present, abdominal mass, rash, dysgeusia further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events hot flashes, bladder & urinary problems, nausea, dyspareunia, blurred vision, constipation, loose stools are added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number:(B)(4)) on 30-oct-2015. The most recent information was received on 03-aug-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/sharp stabbing pelvic pains/pain in my side") and genital haemorrhage ("heavy and irregular bleeding") in an adult female patient who had essure (batch no. 816063) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nuva ring. Concurrent conditions included morbid obesity, prehypertension and reactive airways disease. Concomitant products included ibuprofen (motrin). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe pains in my abdomen / abdominal pain"), alopecia ("hair falling out / hair loss/ hair is falling out by the handful") and migraine ("migraines"). In (B)(6) 2013, the patient experienced vision blurred ("blurred vision"). In july 2016, the patient experienced nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), constipation ("constipation") and diarrhoea ("loose stools"). On an unknown date, the patient experienced feeling abnormal ("brain fog"), arthralgia ("joint pain"), impaired healing ("not healing as quickly"), memory impairment ("forgetfulness / neurological conditions or problems type: memory loss"), headache ("headaches that are increasing in pain and frequency/ worsening headaches"), menorrhagia ("heavier periods, more and more blood clots/ heavier p.."), orgasm abnormal ("painful orgasms"), weight increased ("weight gain"), dysmenorrhoea ("more painful periods"), pruritus ("itchy spots on my chest, feet, and armpits"), amnesia ("memory loss"), disturbance in attention ("difficulty concentrating"), fatigue ("fatigue"), abdominal pain lower ("left abdominal pain lower/very painful cram"), vulvovaginal pain ("inner vaginal pain"), depression ("depression"), abdominal distension ("bloating"), blood urine present ("blood in my urine"), dysgeusia ("I tasete weird stuff all the time. Like soury burnt whe I eat bread and strange vanilla / today I teasted soap after I took a bite of veggie soup"), miliaria ("heat rash under my breast"), abdominal mass ("this bump all of the sudden pop up on my lower right abdomen"), hot flush ("hot flashes"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with surgery (hysterectomy). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, alopecia, feeling abnormal, arthralgia, impaired healing, memory impairment, headache, menorrhagia, orgasm abnormal, dysmenorrhoea, pruritus, migraine, amnesia, disturbance in attention, fatigue, abdominal pain lower, vulvovaginal pain, abdominal distension, blood urine present, dysgeusia, miliaria, abdominal mass, hot flush, bladder disorder, urinary tract disorder, nausea, dyspareunia, vision blurred, constipation and diarrhoea outcome was unknown and the weight increased and depression had not resolved. The reporter considered abdominal distension, abdominal mass, abdominal pain, abdominal pain lower, alopecia, amnesia, arthralgia, bladder disorder, blood urine present, constipation, depression, diarrhoea, disturbance in attention, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, hot flush, impaired healing, memory impairment, menorrhagia, migraine, miliaria, nausea, orgasm abnormal, pelvic pain, pruritus, urinary tract disorder, vision blurred, vulvovaginal pain and weight increased to be related to essure. The reporter commented: patient tolerated procedure well . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.3 kg/sqm. Cat scan : see the coils very good . Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: hair loss,weight gain, fatigue, memory loss concerning the injuries reported in this case, the following ones were reported via social media:abdominal distension, blood urine present, abdominal mass, rash, dysgeusia . Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 3-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 30-oct-2015. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/sharp stabbing pelvic pains/pain in my side') and genital haemorrhage ('heavy and irregular bleeding') in an adult female patient who had essure (batch no. 816063) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abruptio placentae (placenta abruption with first pregnancy at 6 months pregnant.). Previously administered products included for an unreported indication: nuva ring. Concurrent conditions included morbid obesity, prehypertension and reactive airways disease. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced memory impairment ("forgetfulness / neurological conditions or problems type: memory loss"), disturbance in attention ("difficulty concentrating") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced hot flush ("hot flashes") and hyperhidrosis ("sweating"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe pains in my abdomen / abdominal pain") and migraine ("migraines"). In (B)(6) 2012, the patient experienced alopecia ("hair falling out / hair loss/ hair is falling out by the handful"). In (B)(6) 2013, the patient experienced vision blurred ("blurred vision"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2015, the patient experienced headache ("headaches that are increasing in pain and frequency/ worsening headaches"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("more painful periods"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), constipation ("constipation") and diarrhoea ("loose stools"). On an unknown date, the patient experienced feeling abnormal ("brain fog"), arthralgia ("joint pain/hip pain"), impaired healing ("not healing as quickly"), menorrhagia ("heavier periods, more and more blood clots/ heavier p.."), orgasm abnormal ("painful orgasms"), pruritus ("itchy spots on my chest, feet, and armpits"), amnesia ("memory loss"), abdominal pain lower ("left abdominal pain lower/very painful cram"), vulvovaginal pain ("inner vaginal pain"), depression ("depression"), abdominal distension ("bloating"), taste disorder ("I tasete weird stuff all the time. Like soury burnt whe I eat bread and strange vanilla / today I teasted soap after I took a bite of veggie soup"), miliaria ("heat rash under my breast"), abdominal mass ("this bump all of the sudden pop up on my lower right abdomen"), myalgia ("sore muscles") and rash macular ("weird red dots all over their belly") and was found to have blood urine present ("blood in my urine"). The patient was treated with surgery (hysterectomy). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, alopecia, feeling abnormal, arthralgia, impaired healing, memory impairment, headache, menorrhagia, orgasm abnormal, dysmenorrhoea, pruritus, migraine, amnesia, disturbance in attention, fatigue, abdominal pain lower, vulvovaginal pain, abdominal distension, blood urine present, taste disorder, miliaria, abdominal mass, hot flush, bladder disorder, urinary tract disorder, nausea, dyspareunia, vision blurred, constipation, diarrhoea, hyperhidrosis and rash macular outcome was unknown and the weight increased and depression had not resolved. The reporter considered abdominal distension, abdominal mass, abdominal pain, abdominal pain lower, alopecia, amnesia, arthralgia, bladder disorder, blood urine present, constipation, depression, diarrhoea, disturbance in attention, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, hot flush, hyperhidrosis, impaired healing, memory impairment, menorrhagia, migraine, miliaria, myalgia, nausea, orgasm abnormal, pelvic pain, pruritus, rash macular, taste disorder, urinary tract disorder, vision blurred, vulvovaginal pain and weight increased to be related to essure. The reporter commented: patient tolerated procedure well diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.3 kg/sqm. Cat scan : see the coils very good. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: hair loss,weight gain, fatigue, memory loss concerning the injuries reported in this case, the following ones were reported via social media:abdominal distension, blood urine present, abdominal mass, rash, dysgeusia. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Reporter information was added. Events: sore muscles was added. Hip pain was added in event joint pain. On 23-mar-2020: social media received: event added- weird red dots all over their belly. Reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.